Event description:
Surgeon used the monarch trc to connect iliac screw to the main longitudinal rod. The initial surgery was performed in 2006. The main rod pulled out of the trc implant causing pain. Revision surgery was performed and a new trc was put in place along with a new rod. As surgical intervention occurred and MDR is being filed to document this event.

Manufacturer narrative:
Visual examination under magnification shows that the setscrew and the shaft both have displaced metal indicative of tightening. No anomalies were found. Examination of the attached x-ray indicates that the returned connector was under stress. The rod on the opposite side of the construct also pulled free from the pelvic screw.